Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial#: (B)(4), implanted: (B)(6) 2019, product type: external neurostimulator. Product ID: 97745, serial#: unknown, product type: programmer, patient product ID: 97745fa, serial#: (B)(4), product type: programmer, patient other relevant device(s) are: product ID: 97725, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4) ; product ID: 97745, serial/lot #: unknown, ubd: 20-jul-2020 ; product ID: 97745fa, serial/lot #: (B)(4), ubd: 20-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-02 information was received from a manufacturer representative regarding a trial patient. It was reported that rep met with patient and noticed 0-7 electrodes were out of range except for 1 at the middle of the lead. Rep doesn't remember the electrode that was good. Rep then reseated the lead in the wens and all contacts were green. No programming changes were needed. Rep said she checked impedance 4 times. Rep said patient got home and is getting cannot deliver desired settings in group b and c; in group a, patient can lower stim but still gets cannot deliver desired settings. Patient is programmed 4+ 5+ 6- 7-, 220pw, 1000hz in group a. Patient is at about 4ma. Group b is 3+4+5-6- and 12+13+14-15-, same pw and rate as a. Group c is same as b but move one electrode up. Technical services agent got rep's impedance values at programing this morning and it ranged 600-800 ohms, this should not have caused oor. Rep said there was not any moisture in the wens this morning. Rep will meet with patient and likely replace the wens. Information regarding smaller chance of lead issue, such as movement, which x-ray can confirm was reviewed. No further complications were reported/anticipated. On 2019-aug-05 additional information was received from the rep. It was reported that controller would show white screen but they couldn't unlock controller, they could turn controller on/off but they couldn't turn stim on/off - that button was grayed out. Patient reseated batteries and tried new ones at home. Caller was never able to get controller functioning in office today after different pairs of batteries and reseating batteries multiple times. Wens was changed out and new controller used mid trial, 45 minutes later, patient reported stim wasn't working again. Patient also fell in the mud over the weekend and noted it seemed like stim came back because they could feel it when they coughed. Caller stated patient then started having issues with controller. Caller met with patient on the morning on 8/5 and impedances were "all out" - one was over 40k ohms, some were possible shorts and only contacts 8 and 15 were in range (when 8- 15 used to be fine). Caller said the trial was positive based on beginning of trial so patient will be moving forward to implant. Leads were pulled on 8/5 (a day early) but office discarded of wens and leads. No further complications were reported/anticipated. On 2019-aug-16, additional information was received from the rep. Device serial number s and patient's weight and date of birth information was provided. No further complications were reported/anticipated.